Event description:
It was reported that the physician's attempt to implant the lead was unsuccessful due to the presence of diaphragmatic stimulation at the implant site. The lead was removed and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: date of death, date of birth, date device mfg. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned for analysis. Blood was observed in/on the helix mechanism.